Event description:
This is a retrospective study of patients who underwent transcatheter aortic valve implantation (tavi) procedures in common femoral arteries. Proglide deployment was the closure method with vascular complications of stroke, bleeding, placement of pacemaker, dissection, pseudoaneurysm, hematoma, ischemia, stenosis, arteriovenous fistula, and death with intervention of manual compression, balloon inflation, stenting, covered stent, pacemaker, and surgery including some cases of prolonged hospitalization. Data showed a shorter procedure duration, use of the right femoral access site, and use of a smaller introducer sheath size (14f) led to few complications. Specific patient information is documented as unknown.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event estimated. D4: primary UDI number ¿ the UDI is not known as the part and lot number were not provided. The additional patient effect of death reported in the article is captured under a separate medwatch report. Literature attachment: title "prevalence of posttranscatheter aortic valve implantation vascular complications in real life."

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The patient effects of vascular dissection, fistula, hematoma, hemorrhage, ischemia, pseudoaneurysm and stenosis are listed in the electronic proglide instructions for use (eifu), as potential adverse events associated with the use of the device. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.